Manufacturer narrative:
The contribution of the device to the reported event could not be determined as the device was not returned for evaluation. The root cause of the event could not be determined from the information available and without device evaluation. If the device becomes available for evaluation, a follow-up report will be submitted.

Event description:
It was reported that during an osg arthrodese with ankle fusion plate system the screws produced debris. There was no harm for patient, operator or third party reported. The surgery was finished successfully with a new device with the same part number. It was not necessary to switch the surgical technique or do a second surgery. Update (B)(6) 17-apr-2024: further information were provided that all fragments were retrieved out of the patient.

Manufacturer narrative:
The complaint allegation is confirmed. One unpackaged ar-8545l-50 serial/batch number 15090281 was received for investigation. Upon visual inspection, it was observed that the screw is missing its anodized color, and the hex geometry of the head has been damaged. A piece of metal was found wrapped around the body thread, likely originating from the peeled-off head threads. The screw's overall length and outside diameter as per drawing c7252 at revision 8. Dimensional: overall length: 1.968 ± .012, 1003729 -caliper. Measurement. 1.968. Dimensional: major thread diameter: ø .181+ .000/-.005. 1003783 micrometer. Measurement.: ø .176 functional testing was not performed as the device was received damaged. The most likely cause(s) for the reported failure can be a user error due to improper bone preparation, misaligned insertion, and/or prying/levering the device during insertion. -dfu-0125-eor4_fmt_en. E. Warnings. 6. Preoperative and operating procedures, including knowledge of surgical techniques and proper selection and placement of the device, are important considerations in the successful utilization of this device. The appropriate arthrex delivery system is required for proper implantation of the device.

Event description:
Update dw 01-jul-2024: further information were provided that the initially provided part numbers were incorrect. The customer complaint one ar-845l-46, one ar-8545l-34 and one ar-8545l-50.

Manufacturer narrative:
Additional information: b5. Update dw 01-jul-2024: further information was provided that the initially provided part numbers were incorrect. The customer complaint one ar-845l-46, one ar-8545l-34 and one ar-8545l-50.